Event description:
It was reported that asymptomatic patient presented to clinic. There was post-paced t-wave oversensing on the ventricular lead noted on the real-time egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.